Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that charring was observed on the catheter. A blazer prime xp temperature ablation catheter was selected to treat right atrial flutter. The temperature during ablation remained around 42 degrees. Post ablation, the blazer prime xp temperature ablation catheter was removed, and charring was observed on the tip of the catheter. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that a blazer prime xp temperature ablation catheter was selected to treat right atrial flutter. The temperature during ablation remained around 42 degrees. Post ablation, the blazer prime xp temperature ablation catheter was removed, and charring was observed on the tip of the catheter. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The blazer prime xp temperature ablation catheter was evaluated by boston scientific. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed and the device is under specification. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The catheter functioned as expected. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.